Event description:
While advancing the palmaz genesis opta pro (pg1990bpx) through the 7 french sheath to the common iliac artery, the stent dislodged from the product into the sheath; therefore, the sheath and the product was removed from the patient. A second palmaz was advanced into a 7 french sheath; however, the stent began to slide from the product inside the sheath. Therefore, the stent was slide back onto the stent delivery system and was displaced to the more proximal portion of the balloon. Neither of the stents were deployed inside of the patient nor crimped back onto the product. There was no adverse consequences to the patient. The product will be returned.

Manufacturer narrative:
This product is available; however, it has not been received for analysis. Add'l information will be provided within 30 days of receipt.